Manufacturer narrative:
The customer inspected the analyzer and determined the alinity pipettor probes (ln 03r96-01) was the cause of the discrepant results and replaced the probes. A review of the service history for the analyzer identified no contributing factors and no subsequent issues have been reported associated with discrepant troponin-I results since the part was replaced. A review of tracking and trending data in the product monitoring review for the alinity I processing module revealed no systemic issues or trends related to the result issue described in this complaint. Trending data and manufacturing documentation for the alinity pipettor probes did not identify any trends or issues associated with the complaint. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity I processing module was identified. Section b5 was updated to include an additional discrepant patient result which was provided by the customer.

Event description:
The customer obtained falsely elevated alinity I stat high sensitive troponin-I results for multiple samples. The following initial and repeat results were provided: (B)(6) 2020 - sample ID (B)(6) : 53.9 and 3.6 ng/l. (B)(6) 2020 - sample ID (B)(6) : 40.0 and 4.0 ng/l. (B)(6) 2020 - sample ID (B)(6) : 40.6, 10.0 and 11.6 ng/l. (B)(6) 2020 - sample ID (B)(6) : 164, 22, 23, 24.6 and 26.9 ng/l. Update 28oct2020: on (B)(6) 2020 the customer provided an additional falsely elevated result with an initial of 42 ng/l, repeat of 12 and 12 ng/l. No impact to patient management was reported.

Manufacturer narrative:
Multiple = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained falsely elevated alinity I stat high sensitive troponin-I results for multiple samples. The following initial and repeat results were provided: on (B)(6) 2020, sample ID: (B)(6): 53.9 and 3.6 ng/l. On (B)(6) 2020, sample ID: (B)(6): 40.0 and 4.0 ng/l. On (B)(6) 2020, sample ID: (B)(6): 40.6, 10.0 and 11.6 ng/l. On (B)(6) 2020, sample ID: (B)(6): 164, 22, 23, 24.6 and 26.9 ng/l. No impact to patient management was reported.